Manufacturer narrative:
(B)(4). If explanted give date: na (not applicable) to date, the intraocular lens remains implanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when inserting the intraocular lens (iol) into the eye, the piston was sliding very fast forward so the lens catapulted into the capsular bag and they experienced a rather uncontrolled implantation with the lens. Additional communication on (B)(6) 2015 verified that the lens was implanted and there was no patient injury reported.

Manufacturer narrative:
To date the intraocular lens remains implanted and the delivery system was not returned to the manufacturing site therefore returned product testing could not be performed. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. A search revealed that no other complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product deficiency. All pertinent information available to abbott medical optics has been submitted.